Event description:
The complainant reported having problems with the rotator hub connected to pressure tubing within the convenience kit. Specifically, they reported the rotating end is blowing apart during injection.

Manufacturer narrative:
Device evaluation: the suspect device was returned for evaluation. The device was examined, although the complaint could not be duplicated. During a performance test, the tubing was pressurized and the rotator assembly did not leak or separate. These types of complaints will be monitored for any increasing trends.